Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The reported condition of the f94 alarm code was confirmed in the log review. The cause was due to inoperative main batteries and these were replaced to resolve the reported issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.